Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the connecting pipe segment became loose. A 6f guidezilla ii was selected for use at the anterior descending branch, anterior segment. At the course of the procedure, it was noted that the connecting pipe segment became loose, the device became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter phone number: (B)(6). Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review.

Event description:
It was reported that the connecting pipe segment became loose. A 6f guidezilla ii was selected for use at the anterior descending branch, anterior segment. At the course of the procedure, it was noted that the connecting pipe segment became loose and the device became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable.